Manufacturer narrative:
(B)(4). Batch #: v94v02. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. One harhd36 was returned. (Device batch v94v02) package materials were not returned. No damages were found in appearance. Visual analysis of the returned sample revealed that the harhd36 device was received with black coating peeled off at the blade tip. No scratched marks were found. Tissue pad was worn due to normal usage. The tissues and body fluid were stuck into the shaft. The actual device was connected and tested on a gen11 ((B)(4)), the device was passed the system check test at initiation sequence. And then, no anomalies were found during the functional test. The buttons of the actual device were worked as intended. The eeprom data in the actual device was read out by eeprom reader. No anomalies were found the eeprom data. During the functional test it was confirmed that the handle could be closed, and the jaw could also be closed. However, it was found that the handle did not return to home position. Manual operation was required to the home position. The body fluids was removed from the jaws, but confirmed that the handle did not return to the home position in automatically. The device was disassembled to inspect the internal component and it was found that the return spring was missing. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during an unknown procedure, there was a difficulty in opening/ closing the handle. The device kept closed after the handle was clamped and it need to open by hand. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. This is an analysis for a video submitted to ethicon endo surgery for evaluation. Video: the video provided by the customer is that where an harhd device remain closed once the user release the trigger. No conclusion could be reached as to how this issue occurred through video analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.